Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained that, although they were getting good relief, they could not charge and had about 25% charge remaining on ins. The patient claimed she was able to get 6-8 bars after surgery but a few days ago she could not get any bars, or maybe 2 bars. The representative inspected the ins site and used the antenna locate feature. The representative could easily palpate the device about 1 cm beneath the skin. There was a concern that the device may have flipped. The patient denied any falls or other notable incidents. She was placed on the fluoro table and the device looked flipped. The device was manipulated under fluoro and they confirmed 8 bars of communication. It was determined that the device had been flipped. The patient was notified to be careful and if it became an issue, she may have to have a pocket revision to secure the ins better. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that patient was recharging well but needed to flip their battery to optimize their recharging. This had been since a revision in (B)(6) 2017. They were going to perform an x-ray to assess the situation further. The patient also reported having severe pain after exercising but that the stimulation was the same and believed it to be a new pain; it was not related to their stimulation pattern. They noted that the pain was sudden and was in their sacral hips and upper thigh. When the patient was seen on (B)(6) 2018 they interrogated their device with their clinician programmer and the ins had an average of 8 coupling bars and all impedances were within the normal limit. The representative had the patient locate and attempt to recharge and they were able to receive 4-8 bars on several attempts. When they looked at the ins under fluoroscopy it wasn't flipped and didn't appear to be too "sloppy", however the patient claimed to manipulate it sometimes to charge. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-feb-23. It was reported that the consumer did not know what circumstances led to the issue the first time but it may have been their usual pilates class that led to the second occurrence. The first time the patient had a manufacturer representative adjust the neurostimulator which was reported to help. The second increase in pain was on (B)(6)2018 and was reported to be the worst pain the patient had felt. The health care provider (hcp) prescribed oxycodone. If the pain continued, the patient planned to see the hcp and manufacturer representative on (B)(6)2018. It was confirmed that the first occurrence of pain had been resolved but that the second occurrence of pain was at pain level of 9 with bursts of 10 even with the oxycodone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was ¿having a lot of pain¿. They stated that they were going to see their doctor on (B)(6) and wanted to request a manufacturing representative (rep) to be there to go through adjustments. The patient stated that their pain was pretty terrible in the morning. The patient mentioned that ¿they had to go in and do a repeat surgery, because the battery kept turning over¿. The patient stated that ever since this issue their pain had increased. It was recommended that the patient discuss their symptoms with their healthcare provider (hcp) and to request a rep through the doctor¿s office. It was reported that the pain occurred in 2017 and the implant turning over started in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the x-rays showed the leads were unchanged and the ins was right side up. It was reported that injections would be performed as the issue may be more acute per the health care professional. Patient felt the stimulator was doing all it was supposed to do. It was reported that the patient had lost weight and sloppy was in reference to tightness of the battery site. No further complications reported/anticipated.